Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. During troubleshooting, the customer was able to deliver insulin successfully. The customer was advised to change the insertion site. Blood glucose level at the time of the incident was 280 mg/dl. The insulin pump was not replaced or returned for analysis.